Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via email indicating that their insulin pump was exposed to moisture through the cracks of the buttons. The customer had a blood glucose level was 143 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump received with critical pump error and software error was present in the format history file due to corrosion on all electronic assemblies. Device received with air leak during leak test on battery tube area near battery tube threads and the reservoir tube area near end cap address label. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. Device received with cracked select button on keypad overlay. Device received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, faded serial number label, peeling end cap address label, corrosion on force sensor assembly and moisture damage on motor home switch.